Event description:
It was reported that after withdrawing blood from a (B)(6) source (B)(6) patient with a 3ml bd preset syringe with bd luer-lok tip, the nurse activated the safety mechanism and heard a "click", but the needle did not fully retract. Because of the needle retraction failure, the nurse obtained a needle stick injury. Immediately thereafter, the nurse started a prophylactic (B)(6) treatment.

Manufacturer narrative:
The full name of the device is: 3 ml bd preset syringe with bd luer-lok tip. 22 g x 1 in bd eclipse needle. Results: a sample is not available for evaluation. Twenty retained samples from the same lot number were take at random, and drawn with deionized water. The safety shields were then activated, and in all 20 cases, the shield correctly clicked in place over the needle. A review of the device history records revealed no irregularities during the manufacture of reported lot number 4161232. Conclusions: without an actual sample to examine, and as retained samples met manufacturing standards, a root cause for this incident could not be identified. (B)(4).